Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient was undergoing an MRI procedure due to numbness/weakness post neurostimulator implant procedure. The hcp stated that they were ruling out hematoma. The manufacturer representative had no further information reported. The patient¿s indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.